Manufacturer narrative:
4 pen needles affected by event. H3 other text : device is not available.

Event description:
Consumer reported finding 3-4 pen needles clog during injection. Caller does not prime the pen needle. Discard. Dc lot # 3032946 catalog# 320550 date of event unknown sample status discard cs0069947/sf 00018794.

Manufacturer narrative:
See medwatch completed section c form attached. Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.